Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v183295, product type lead. (B)(4).

Event description:
The consumer reported the patient had "skin problems raw in the back" and had a replacement. The skin problems began "possibly" around (B)(6) 2009. The indication for use included urinary dysfunction.